Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of unidentified foreign material clogging the nozzle could not be identified. However, it¿s likely the cause is related to a deviation of proper device handling (reprocessing). The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. - the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope does not vent. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a clogged nozzle with a foreign material of an unknown origin. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During inspection a clogged nozzle with foreign material of an unknown origin due to improper handling was found. Additional findings were as follows: the light guide cover glasses glue worn, has discoloration, the charge-coupled device cover glass was scratched, the charge-coupled device cover lens is worn, has discoloration, the plastic distal end cover had a sharp edge, the bending section rubber glue was porous, the insertion tube and protector were deformed, the connecting tube has a scratch pocket-pouch, the celling plate-plate in the control body unit has a dent, the air/water nut has paint peeling off, the suction cylinder nut has paint peeling off, the universal cord has a scratch, the angulation did not meet specification value, the angulation had play and the air/water channel was clogged. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.